Manufacturer narrative:
An investigation was completed: on (B)(6) 2025, an incident occurred during a breast biopsy using our affirm prone biopsy system in combination with a mammotome biopsy needle, which is a third-party device not supplied by hologic. The issue involved the needle cutting more skin than breast tissue, resulting in the patient requiring stitches. A hologic field engineer confirmed that the system was properly calibrated and functioned correctly. The likely cause of the incident is the use of a non-hologic needle and a possible mistake in chamber measurement during setup. The problem does not appear to be related to a malfunction of the hologic system itself. No parts were replaced, and the system was not returned so investigation will be limited to a complaint trawl. The complaint was reviewed, and the following feedback was provided by the field service engineer: "good morning, I assure you that the fault is not ours; moreover, they have requested a new course to learn a little more. The representative from (B)(6) has been present, and the machine is functioning perfectly. The only thing they need is more guidance and training. Thank you.¿ the affirm prone biopsy system user guide provides a list of hologic factory-verified biopsy devices to use. If the customer elects to use a biopsy device from a manufacturer other than hologic, they should be referencing the affirm prone biopsy system service manual which provides detailed instructions for biopsy device setup and validation using the hologic provided targeting phantom. This appendix also includes the following warning, ¿hologic will bear no risk for the use of the affirm prone biopsy system with biopsy devices that have not been validated using the procedures outlined herein and does not accept responsibility for injury or damage from incorrect system operation.¿ root cause is unknown, but the probable cause is user error. Conclusion: in conclusion, this complaint cannot be confirmed. No logs were provided for further investigation. Based on a review of the complaint, specifically the ¿ts/fe resolution¿ the probable cause is user error. The customer elected to use a non-hologic manufactured biopsy device which requires manually setup and validation as called out in the affirm prone biopsy system service manual. Review of the complaint history indicates the customer continues to have use related issues and has requested additional training/instruction from hologic. A CAPA is not warranted as the risk index has not increased and remains acceptable. Device history record (DHR) review: as the probable cause is use error, a review of the DHR is not warranted. UDI: (B)(4), serial number: (B)(6), sku: sku: pbx-sys-affirm-2d, manufacture date: 12/7/2017, date of installation: (B)(6) 2018. Review of the complaint history shows the customer continues to have operator related issues and has requested more training/instruction from hologic.

Event description:
On (B)(6) 2025, an incident occurred during a breast biopsy using our affirm prone biopsy system in combination with a mammotome biopsy needle, which is a third-party device not supplied by hologic. The issue involved the needle cutting more skin than breast tissue, resulting in the patient requiring stitches. A hologic field engineer confirmed that the system was properly calibrated and functioning correctly. The likely cause of the incident is the use of a non-hologic needle and a possible mistake in chamber measurement during setup. The problem does not appear to be related to a malfunction of the hologic system itself.